Event description:
On (B)(6) 2011 the ssu at maquet (B)(4) reported that the rotaflow console serial number (B)(4) and drive serial number (B)(4) displayed a head error when running above 1000 rpm. Both the rotaflow console and drive were exchanged with a different one but the error persisted. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).